Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 176 mg/dl at the time of the incident. It was reported that cracks were on both the battery compartment and the reservoir compartment. The insulin pump was returned for analysis.